Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during an implant procedure, this device and right atrial (ra) lead exhibited a high out of range pacing impedance measurement of over 3000 ohms was observed. The ra lead was removed and replaced prior to pocket closure. The device continues to remain implanted and in service. No adverse patient effects were reported.